Event description:
Caller alleged discrepant results compared with lab results as follows: date: (B)(6) 2009, inratio: >7.5, lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by the end user at time complaint was filed. Date: (B)(6) 2009, inratio: >7.5, ref: 2.1, mean: 4.80, confidence limits: 2.8-7.22. >7.5 are registered on (B)(6) 2009, as shown on data memory. Both inr values fall outside the confidence limits and are considered discrepant. Strip investigation was performed on strip lot 216970, as shown on investigation results. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established. As of 09/25/2009, (1) discrepant result complaint was reported for lot #216970 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.